Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that there was a revision surgery for an unknown reason. The tornier resurfacing head unk catalog was removed and the tornier inc/tornier prothesis was implanted.

Event description:
It was reported that there was a revision surgery for an unknown reason. The tornier resurfacing head unk catalog was removed and the tornier inc/tornier prothesis was implanted.

Manufacturer narrative:
Please note corrections in the h6 results code, please note the reg# as: montbonnot 3000931034, and please note the correction of: d3 manufacturer entity and g1 manufacturing site for devices: the reported event could be confirmed. The device was not returned but evidences were provided, based on provided x-rays and reported data, which matches the alleged failure. Since x-rays were provided, the opinion of the medical expert was requested and stated as following: "the x-rays of april 17th, 2019 (that is 5 years after the index surgery) show a high riding humeral head contacting the acromion and causing sclerosis of its undersurface, known as acetabularization (starts to look like the socket of a hip joint). This indicates gross failure of the rotator cuff, hence the implantation of a reversed shoulder arthroplasty. The indication for revision is rotator cuff failure. The humeral head implant has not failed itself". The event description reported that there was a revision surgery with a removed tornier resurfacing head. X-rays review showed an elevation of the humeral head in contact with the acromion (confirmed on x-rays taken before the revision surgery), due to a rotator cuff failure which caused the "failed prior arthroplasty" and therefore led to a revision surgery. Based on the provided information above, the link with the device seems highly improbable. More information (as patient conditions, post-operative traumatism, surgery information) is required to determine an exact root cause. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If any additional information is provided, the investigation will be reassessed.